Manufacturer narrative:
A visual evaluation was performed and found the stent was free of any obvious kinks or bends. The reported failure mode of stent kinked was not verified. Further visual evaluation found the guide catheter was kinked at the proximal end of the stent. The push catheter was bent near the distal end. A functional evaluation for stent deployment found the stent could be deployed with difficulty. Based on the event information, the issue was during unpacking and outside the patient. Most likely, due to some handling aspects of the device possibly during shipping, storing, unpacking or prepping, the device was kinked at the joint location of the push catheter and the stent. Once the guide catheter was kinked, the device would become difficult to deploy the stent. During manufacturing, the devices are 100% inspected for device integrity. The reported failure of stent kink could not be confirmed, however, the most probable cause for the failure modes identified during the product analysis is 'handling damage'. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record (DHR) review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during unpacking and opening of the device package, the customer noted that the device was kinked. There was no damage noted to the packaging prior to opening. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2015. According to the complainant, during unpacking and opening of the device package, the customer noted that the device was kinked. There was no damage noted to the packaging prior to opening. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however, the patient was reported to be over 18. Reported event of stent kinked. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.